Manufacturer narrative:
Product analysis: a kink was evident to the hypotube. A cut was evident to the distal shaft. Necking was evident to the proximal bond. Balloon folds were expanded and stretched. Deformation was evident to the distal tip. It was not possible to perform deflation testing due to the cut distal shaft. No other deformation evident to the remainder of the device correction: a new inflation device was used but the balloon did not deflate. Eventually the guidewire, guide catheter and balloon were removed together. The tip of the balloon was cut so it could be removed from the guide catheter. The guide catheter was reinserted for final imaging of the coronaries. Additional information: the device was being used to predilate the cto lesion. The balloon failed to deflate after the first inflation. No issues were noted during inflation of the device. The balloon was partially inflated. Resistance was not noted during advancement of the device. A 50/50 concentration of contrast / saline was used. The balloon was not fully deflated but enough to remove. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora coronary balloon catheter did not deflate and there were difficulties removing the balloon following inflation. The device was inspected prior to use with no issues. The device did pass through a previously deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: sections b.1, b.2 and h.1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a new non-medtronic inflation device was used but the balloon did not deflate. Eventually the guidewire, guide catheter and balloon were removed together through the guide catheter. Correction: it was reported that during a procedure to treat a chronic total occlusion (cto) lesion, one nc euphora coronary balloon catheter did not deflate, and there were difficulties removing the balloon following the first inflation. The device was being used to extensively post-dilate the cto lesion. A new non-medtronic inflation device was used but the balloon did not deflate. The balloon was not fully deflated but was deflated enough to remove through the guide catheter. No intervention was required to remove the device from the patient. No further treatment was required at the lesion site due to the difficulties removing the delivery system. Annex a c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.